Event description:
Additional information received reported that the cause of the event was unknown. It was noted that the patient had her device turned off for surgery and when it was turned back on, the level was at 8.5 v. It was indicated that the event was attributed to high stimulation intensity, that stimulation was turned up by a nurse post-surgery to an incorrect level. The patient's caregiver called and was walked through on how to turn down stimulation by the manufacturer. It was noted that the patient did not require hospitalization and the patient outcome was reported as no injury. The patient was doing well with the implant.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v802404, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that there was a shocking or jolting sensation. The patient reportedly had to go to the emergency room the night prior to the report because she was feeling a shocking sensation "every 90 seconds." It was noted that the patient turned the device off when she had surgeries on (B)(6) 2013 to "have her ovaries and tube removed." After surgery, the device was turned on but the patient "gradually felt an increase in stimulation." The patient reported was feeling comfortable stimulation after decreasing settings. A supplemental report will be sent if any additional information is received.